Event description:
It was reported after the trial period, when the ins (implantable neurological stimulator) was going to be implanted, the physician found a lead migration had occurred due to the separation of the titanium insert from the silicone body of the anchor. The physician fixed the lead again with a new anchor and implanted the ins. The explanted anchor was discarded. After the repositioning of the lead with the new anchor, the therapy results were satisfactory.

Manufacturer narrative:
The device is included in the medical device safety alert, titan anchor field action, physician communication (2009).